Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with hysterectomy, due to pop, sui. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2008 due to exposed vaginal mesh with dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2008 due to urinary retention and urgency along with dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2012 due to sui, urinary frequency, dyspareunia and bladder pain. It was reported that patient underwent boston scientific obtryx sling implant on (B)(6) 2012 due to sui. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 07 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.